Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut needle driver instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. Here was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the mega suturecut needle driver instrument wire snapped when trying to grasp needle. The procedure was completed with no reported injury.